Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Event description:
It was reported that the right atrial (ra) lead experienced low pacing impedance and was not sensing appropriately. They were unable to program the lead due to low impedance. The device displayed "unable to verify lead" when attempting to measure impedance in bipolar setting. When programmed unipolar, the lead undersenses the p wave intermittently. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead 2012-(B)(6), 305u227 tissue valve 2013-(B)(6). (B)(4).